Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The iris pot will be replaced. No further problems are anticipated following the replacement. An additional report will be made if other information becomes available.

Event description:
It was reported that the system 9800 displayed a "bad iris pot" error. There was no adverse patient involvement reported. There was no patient information reported.